Event description:
It was reported that during aneurysm procedure, the operator used a microcatheter to deliver the subject stent. During advancement of the subject stent from the introducer sheath into the microcatheter, a resistance was encountered and the stent could not be advanced in the microcatheter's shaft. The subject stent was found partially deployed inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B5 executive summary - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. H6 investigation conclusions - conclusion code grid ¿ updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during aneurysm procedure, the operator used a microcatheter to deliver the subject stent. During advancement of the subject stent from the introducer sheath into the microcatheter, a resistance was encountered and the stent could not be advanced in the microcatheter's shaft. The subject stent was found partially deployed inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 07-jan-2025 clarified that the subject stent was partially deployed within the catheter shaft outside the patient's anatomy.